Event description:
It was reported that the patient was treated by the ambulance for low blood sugar at which time the patient was incoherent.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.